Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a cartridge had cracked. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The provided photo shows a company iii (d) cartridge from the bottom. No viscoelastic can be observed. The tip of the cartridge appears cracked and has a large aneurysm on the bottom. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on our observation of the attached photos, the tip of the cartridge is cracked. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).